Event description:
It was reported that a beta bionics ilet user touchscreen was not responding when clicking on the bottom of the screen. The user confirmed only one finger was used when entering the code. Blood glucose was not affected, and no adverse event was reported. A replacement ilet was recommended and processed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.